Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging showed no issues. The diameter of the aneurysm was 52 mm. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 48 mm. No issues were reported. On (B)(6) 2014, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 53 mm. No endoleaks were reported. Also, thrombosis formation within the devices was identified. The cause of the thrombosis formation was reported to be unknown. Since it was minor, no re-intervention was performed. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 51 mm. No endoleaks were reported. Also, the thrombosis within the devices was reported to remain. No re-intervention was performed. According to the cro in (B)(6), no further information is available.